Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned instrument showed signs of repeated use (gouged/scratched) and the device was found to have a portion fractured off. The device history records were reviewed and no discrepancies were identified. As the device has a potential field age of over nine years and exhibits signs of repeated use, the root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that while the surgeon was impacting the trial femoral component, the plastic impactor pad fractured. Another impactor was used to complete the procedure. No adverse events were reported as a result of this malfunction.